Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock due to over-sensed myopotential artifacts. Boston scientific technical services (ts) was contacted and confirmed that the largely reduced r-wave measurements contributed to the over-sensed noise. Ts provided troubleshooting guidance to assess the noise reproducibility and potential reprogramming options were also discussed. At this time, this s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.